Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that multiple c-34 errors occurred. The customer finished the procedure using an alternative method prior to contacting the intuitive tech support engineer (tse). The tse reviewed the system logs and confirmed the reported errors. There were no reports of patient injury.